Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that after replacing the standard a solution bag, discordant results were obtained. The customer replaced the integrated multisensor technology (imt) sensor, ran a diluent check and quality controls, which resulted out of range. The customer then replaced the standard a solution bag again, calibrated the system and ran a diluent check and quality controls, which were then within range. The customer also ran a five patient precision study, and results were as expected. The cause of the discordant, falsely low na and k results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) and potassium (k) results were obtained on one patient sample on a dimension exl 200 instrument. It is unknown if the discordant results were reported to the physician(s). The customer tested a second tube obtained from the patient on the same draw on the same instrument twice, which resulted lower than the initial run. The customer reran the first sample tube twice on the same instrument, without change. The first sample tube was then tested twice on an alternate instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na and k results.